Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received after filling cartridge with less than 100 u. Customer was unsure if they had under filled the cartridge. Customer blood glucose level was 125 mg/dl. Reportedly, the customer add more insulin to the cartridge to resolve the issue.